Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 serial: (B)(6); product type: 0213-recharger b3: event date is date valid  h3: analysis of the recharger found cable insulation is peeling away at donut end and wires are exposed. Got no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having difficulty charging their implant and the issue began last night. Patient stated they were trying to charge their implant for 2 hours and the implant would not charge at all. Patient mentioned they tried flipping the battery pack and they tried resetting the controller. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, ac power supply, recharger and controller port. Agent walked patient through resetting controller; controller showed battery low recharge implant. Controller showed 40% and implant red. Agent instructed patient to start a charge session; implant went into passive recharge mode with numbers 100-100-100. Agent instructed patient to remove paddle away from implant and numbers show 0-0-100. When recharger was placed over implant again numbers show 100-100-100. Patient commented the recharger was getting really hot. The issue was not resolved. An email was sent to repair to replace the recharger.